Manufacturer narrative:
It has been identified that MFR report#: 2031642-2021-03061 is the correct report and is the primary complaint. MFR report#: 2031642-2021-03501 has been identified to be a duplicate and should be nulled.

Event description:
The customer reported that the navigation ring is not working. The unit was not in use, and there was no patient or user harm reported.